Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/23/2015.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: we had a covidien trocar malfunction/break during a robotic case last.